Manufacturer narrative:
On 27th january 2023 getinge became aware of an issue with one of the non-medical device - air glide system (ags) used together with the 88-series washer disinfector. As it was stated, the operator during cleaning the unit noticed the sharp corner and cut his hand. After investigation by a getinge service technician and a manufacturing site expert, it was determined that the edges of the machine did not meet the specified construction drawings, which indicates a problem with the parts supplied by the contractor. Therefore, establishing the exact root cause of the issue is unfortunately not possible, because these parts are no longer being supplied as the product is no longer in production and has been discontinued. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that triggered further scrutiny. It was established that the getinge product was directly involved with the reported event and it does not meet its specification. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment or diagnosis. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature, we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On 27th january, 2023 getinge became aware of an issue with one of the non medical device - air glide system (ags) used together with the 88-series washer disinfector. As it was stated, the operator cleaning the unit noticed the sharp corner and cut his hand. So far, we have been informed that no medical attention was required, however we decided to report the issue based on the potential for serious injury if the situation was to reoccur.